Event description:
Info received on 10/02/96 indicates the ambicor device was removed from the pt on 9/18/96. An ipp device was implanted.

Manufacturer narrative:
Pump performed within specs. Cylinder performed within specs. Cylinder performed within specs.